Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) field representative that there was a pneumothorax on a patient after applying the bc190 flexitrunk infant nasal tubing. The bc190 flexitrunk infant nasal tubing was reported to be on the patient for 1 hour 30 minutes before noticing the pneumothorax. The healthcare facility also reported that there was no malfunction with the subject device. It was further reported that a chest x-ray was performed and confirmed a pneumothorax, resulting in the placement of a chest tube. No further escalation of care was reported. Additionally, the healthcare facility indicated that the pneumothorax was unlikely to be caused by the bc190 flexitrunk infant nasal tubing, due to the patient's underlying conditions. The healthcare facility has confirmed that the patient is now discharged.

Manufacturer narrative:
(B)(4). Section d4: no lot# or sn# provided as the device details were unable to be provided by the healthcare facility. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation as it was discarded by the healthcare facility. Our investigation is based on the description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility reported that a healthcare facility staff member noticed a pneumothorax on a patient, sometime after using the bc190 flexitrunk infant nasal tubing. The bc190 flexitrunk infant nasal tubing was reported to be on the patient for 1 hour 30 minutes before the healthcare facility staff noticed the pneumothorax. There was no reported malfunction with the subject device. It was further reported that a chest x-ray was performed on the patient. The chest x-ray confirmed the presence of pneumothorax. It was reported that this resulted in the patient receiving medical intervention of a chest tube. No further escalation of care was reported. Additionally, the healthcare facility indicated that the pneumothorax was unlikely to be caused by the bc190 flexitrunk infant nasal tubing, due to the patient being born prematurely and experiencing respiratory distress. No further patient consequences were reported, and it was confirmed by the healthcare facility that the patient had been discharged. Conclusion: the cause of the reported event is unable to be determined. The healthcare facility indicated that the bc190 flexitrunk infant nasal tubing was unlikely to be related to the reported adverse event, due to the patient's underlying health conditions of premature birth and experiencing respiratory distress. Our user instructions which accompany the bc190 flexitrunk infant nasal tubing state: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "the use of this device is not without risk. Even if used as intended, following all instructions and warnings provided, the following risks remain infection and adverse reactions. These risks may result in serious injury." - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) field representative that a healthcare facility staff member noticed a pneumothorax on a patient, sometime after using the bc190 flexitrunk infant nasal tubing. The bc190 flexitrunk infant nasal tubing was reported to be on the patient for 1 hour 30 minutes before the healthcare facility staff member noticed the pneumothorax. There was no reported malfunction with the subject device. It was further reported that a chest x-ray was performed, and a chest tube was inserted. This incident was reported to f&p as the pneumothorax was identified while the patient was receiving therapy via the bc190 flexitrunk infant nasal tubing. No further escalation of care was reported. Additionally, the healthcare facility indicated that the pneumothorax was unlikely to be caused by the bc190 flexitrunk infant nasal tubing, due to the patient's underlying conditions including prematurity and respiratory distress. The healthcare facility has confirmed that the patient is now discharged.